Manufacturer narrative:
The investigation determined that the vitros operator burned one of her fingers while cleaning the secondary tip sealer. The burn developed a blister, which indicates the burn was at a minimum a 2nd degree burn. The vitros operator ran the burned finger under cold water but did not seek any additional medical attention. The vitros operator stated the burned finger was completely healed and there was no serious injury or permanent impairment as a result of this event.

Event description:
While interacting with the ortho clinical diagnostics (ortho) technical solutions center (tsc) to resolve an issue with the secondary tip sealer, a vitros operator burned her finger on the secondary tip sealer. The ortho tsc contacted the vitros operator approximately 2 weeks after the event and the vitros operator stated the burn on the finger was completely healed and there was no serious injury or permanent impairment as a result of this event. Per a medical consultation with an ortho medical safety officer (mso), though the operator developed a secondary burn due to the formation of blisters, they did not receive an escalated medical treatment to prevent permanent impairment or permanent damage to a body structure or function. There was complete burn resolution at approximately two weeks, and there is no anticipated permanent serious deterioration of the operator's health. No further patient harm is expected. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).